Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. No damage was found to the insulation of the conductor wire or to the conductor wire. Root cause of this failure is attributed to mishandling/misuse. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show any complaints for other issues related to this product. No image or video clip for the reported event was submitted for review. A review of the instrument log of the fenestrated bipolar forceps (part # 471205-17 / lot # n11210520-0331) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 5th procedural use of the instrument. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged that a fenestrated bipolar forceps instrument had melted plastic at the distal end. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument was found to have melted plastic at the distal end. There was no report of patient involvement. Intuitive surgical inc. (Isi) contacted the original reporter and obtained the following information on 4-nov-2021. The instrument already arrived damaged before it was provided to central processing. Patient information from the last procedure was requested, but was not available. No further details were available.